Event description:
Device had been placed in 1995 for pulmonary embolism. Patient recently experienced shortness of breath and went to emergency room. A chest x-ray was done and revealed a strut fracture. Two of the arms were located in the inferior vena cava at the umbilical level and two were 1 1/2 inches from the right atrium. A review of previous films revealed this finding was present at least 18 months ago, but was not commented on at that time. The physician indicated the patient would be monitored.